Event description:
The customer reported that the system displayed grainy images. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the interconnect cable. The unit is operating as intended.